Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as surgical damage and observed an opening assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Stress mark observed in the device. Missing shell observed assessed as inconclusive. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been replaced.